Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump never alarmed when tubing was occluded but stated the volume had infused during calcium chloride and citrate infusions. It was said that the nurse did the following: continued to titrate up on calcium chloride infusion hourly (rate was initially 35 and was up to 85) with no change in lab value. Bag was changed, line patency was confirmed. It was noted that the new bag hung the evening prior only had about 100 mls gone where almost 500 should have infused. They took the tubing out of the pump and it was noted it was completely flat and occluded. During the titrations, the patient was described to have "remained hemodynamically stable". No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue # and PMA/510k # or bla # the event occurred in the intensive care unit and after switching the citrate infusion bag, the ca levels were checked at which time the ca levels had decreased "significantly". The patient had routine arterial blood gas (abg) levels in addition to "crrt machine gas" and the ca levels were elevated causing the citrate and calcium chloride infusions to need to be titrated per the nomogram. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.